Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant attempt the right ventricular (rv) lead's helix was unable to be moved. The lead was not implanted and was noted to have been discarded. Another lead was successfully placed. No patient complications have been reported as a result of this event.